Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the calcified and non tortuous left circumflex artery. A 2.50x24mm promus element stent was selected to treat the lesion and was advanced through the guide catheter together with a balloon catheter. During procedure the physician attempted to remove both devices from the non bsc guide catheter and the stent moved on the balloon. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.; a visual examination found that the stent was detached from the delivery system of the returned device. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The stent was not returned to the complaint investigation site for analysis. It was also noted that the shaft polymer extrusion was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The 90% stenosed target lesion was located in the calcified and non tortuous left circumflex artery. A 2.50x24mm promus element stent was selected to treat the lesion and was advanced through the guide catheter together with a balloon catheter. During procedure the physician attempted to remove both devices from the non bsc guide catheter and the stent moved on the balloon. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.